Event description:
During a l5-s1 tlif procedure the surgeon inserted the suspect locking holding sleeve in which a 2mm or 3mm tip broke off into the l5-s1 operative site. The broken tip was immediately retrieved and then discarded. Subsequently, the procedure was completed without delay.

Manufacturer narrative:
Device used for treatment and not diagnosis. The 03.616.042 was received with some minor scratches. The distal threaded tip is broken. Approximately 1.5mm of thread length is broken on the distal end of the instrument. Although it is not clear how the thread broke in this specific instance, it is possible that the surgeon gripped the knob while the green locking ring was in the incorrect position. This may have lead to a pre-mature unthreading of the holding sleeve. In this condition, a bending moment could have been applied exceeding the tensile strength of the thread material. It is unclear what caused this breakage during the procedure. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
This device is for treatment not diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for the product indicate the lot met the material requirements and the required specifications.